Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging the patient experienced elevated blood glucose over 500 mg/dl without any symptoms of hyperglycemia. The patient stopped insulin pump therapy and began on a backup plan using syringe injection. The reporter stated that the pump was emitting multiple occlusion alarms during the load step and that the piston is not moving forward. The pump is being returned for investigation. This complaint is being reported because the patient experienced elevated bg allegedly due to a pump malfunction. The pump alarmed properly for the occlusion.